Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 4.8, lab: 4.0. Tests done within one hour. Patient received new strips and tested both strip lots: date: ng, old strip: 1.8, new strip: 1.6, date: (B)(6) 2011, old strip: 2.9, new strip: 2.7, lab: 2.5. (Old strip lot #251112). Patient self tester started testing on meter about 3 weeks ago. This is the first time she has tested her meter against the lab. Patient has noticed some bruising, not sure if it was from hitting herself against something, stated that it is not serious.